Event description:
Some atrial oversensing/noise observed on stored at/af (atrial tachycardia/atrial fibrillation) episode. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).